Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue between homechoice cassette and a supply bag. The patient was connected in drain one of four of peritoneal dialysis. The patient stated that the supply bag became disconnected. The patient will start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.